Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported thap a patient (born in (B)(6)) experienced peritonitis coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient had diarrhea and abdominal pain (early manifestation of peritonitis). The patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On that same day, the patient was hospitalized for peritonitis. The cause of peritonitis was not reported. The patient was treated with cefazolin (1g, daily, and ip) and fortum (1g, daily, and ip) for peritonitis. The patient was recovering from this peritonitis event.